Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. An event history log review was performed, and a system error 20602 (monitor motor stall) was observed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The cause was determined to be from component failure. Replacement of the lvp mechanism will be performed to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a system error 20602 (monitor motor stall). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.